Event description:
It was reported that the patient presented with low back and lower extremity pain. The patient underwent a redo l4-l6 complete laminectomy, complicated dissection and excision of scar tissue over all 3 levels in the posterior interlaminar space at both levels as well as in the epidural space. Removal of hardware l5-l6, bilateral foraminotomy and facetectomy at l4-5 and l5-6, l4 to l6 fixation and fusion with abbot spine hardware and rhbmp-2/acs. No surgical complications were noted. At 798 days post-op, the patient presented with recurrent severe lumbar stenosis at l4-5, new adjacent segment disease at l3-4, lumbar instability of l3-4, and recurrent formation of abnormal pathological bone at the l4-5 level. The patient underwent a revision surgery to remove all previously placed hardware, decompression, and implantation of posterior transpedicular fixation from l3 to l6. Per the operative notes, after the prior surgery "he followed up in the clinic with recurrent low back and left leg pain, with imaging with CT and MRI showing almost entire regrowth of the lamina, with a significant amount of abnormal bone formation at the l4 and l5 levels and adjacent segment disease with instability at the l3-4 level." During the revision surgery, "the previously placed l4 to l6 hardware was noted to be fairly significantly encased in bone." A severe amount of bone hypertrophy was noted to be present medial to the fusion hardware and arching over the midline. The midline was entirely covered with bone, with no evidence of the presence of an interspinous area at the l4-5 or l5-6 levels, indicating that this was almost entirely abnormal bone formation. "A small tuft of scar tissue was left stuck to the dorsal portion of the thecal sac, which was inseparable from this level at the level of the l5-6 area on the left side; however, this portion of scar tissue was effectively separated from all its bony attachments, rendering the thecal sac free at that level." There were no noted complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a redo of a lumbar fusion at levels l4-l6 via a posterior-approach using r hbmp-2/acs. The patient's post op period was reportedly marked by unrelenting pain. On (B)(6) 2011 the patient underwent revision surgery to address the infuse induced bone overgrowth in his lumbar spine. According to the operative report, ..."a severe amount of bone hypertrophy was noted to be present medial to the fusion hardware and arching over the midline. The midline was entirely covered with bone, with no evidence of the presence of an interspinous area at the l4-5 or l5-6 levels, indicating that this was almost entirely abnormal bone formation". Post op, the patient reportedly experienced pain down both legs. On (B)(6) 2011, it was reported that the patient underwent another surgery due to a wound infection. The patient reportedly has constant pain in his legs and hips, bony overgrowth, and emotional and mental anguish.

Event description:
At 719 days post-op, x-rays showed "intact l4-s1 posterior fusion without instability. Mild progression of degenerative disc disease at l3-l4." At 729 days post-op, the patient presented with worsening left leg pain status post lumbar fusion/decompression. A lumbar myelogram was performed. No complications were noted. At 802 days after the index surgery, a revision surgery was performed to treat possible wound infection. Patient presented for revision surgery 5 days post "a redo lumbar laminectomy with extensive redo decompression and fusion. Postoperatively, the patient developed a tense wound with some continuous serosanguineous drainage, especially from the lower half of the wound." During the procedure, "a fair amount of serosanguineous fluid was observed to be inside the wound along with some clot. This was then evacuated with suction "did not spot any evidence of frank pus; however, 2 separate culture specimens were dispatched for microbiological examination." The wound was irrigated and closed. No patient complications were noted.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.